Event description:
It was reported that bd inv b2b-needle precision glide 21x1- 1/4 had excessive epoxy. During the recent inspection, excess glue on the needles was again detected during the aql 1.0 / level s-2 material review for the following lots: product: 300078 needle precisionglide 21x1-1/4in batches 6023986; 6023987 quantity: (B)(4) pieces (6023986 - (B)(4) pieces; 6023987 - (B)(4) pieces). Additional information received on 29-apr-2026. Email follow up: would you be so kind as to confirm the sample size for each batch reported, please? The sample size is determined according to ansi tables, based on the number of parts received. In this case, as mentioned in the complaint, the material inspection was conducted at level s-2. With an aql of 1.0, the acceptance criterion is set at 0 defective parts, and rejection occurs if there is 1 or more defective parts.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.